Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl. Reportedly, customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. . Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.